Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was not returned for evaluation. Based on the available information, the exact root cause of the reported event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second event reported, for the first event reported with the same device that was used on the same patient see MDR 3013394970-2021-00385.

Event description:
The user facility reported that during the procedure, at the step to retrieval the internal dilator. The step is to recover the wire and the dilator together and leave the angio-seal sheath only. At this step, the doctor noted that the sheath valve was leaking. He mentioned that it was an important leak. The doctor then quickly went to the next step and tried to deliver the angio-seal inside of the sheath however it was not possible. It could not advance to go inside, and he mentioned that the mechanism did break. The patient condition was unaffected. Additional information was received on 11jun2021. The procedure was an endovascular cranial occlusion and pan angiography using a 6fr procedural sheath. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc. There was noticeable damage to the device. The valve and the tip of the angio-seal was broke. The patient was in stable condition. Manual compression was held. Only the angio-seal delivery system was used. Additional information was received on 20jun2021. The doctor meant they could not be inserted and did kink.